Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted. With a guidewire, the lv lead was successfully maneuvered into a lateral branch of the coronary veins. Following successful implantation, an atrial lead was positioned. After successful placement of atrial lead, the outer lv delivery system was slit and the lead was sutured to fascia. Before connecting to the defibrillator, the guidewire was attempted to be withdrawn. The wire could not be removed. Efforts to pull the wire out ultimately resulted in lead dislodgement. The proximal pin of the lv lead was then cut in order to maintain subclavian venous access without needing to re-stick. The proximal portion was discarded. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).